Manufacturer narrative:
The reported event was ¿lead couldn¿t be fixed¿. A complete lead with a stylet was returned in one piece for analysis. X-ray examination found no anomalies to the lead body. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient presented for implant procedure. During surgery, it was discovered the right atrial lead could not be fixed into place. The physician elected to complete the procedure with a different lead. There were no patient consequences.